Event description:
During an in clinic follow-up, episodes of post-paced t-wave oversensing were observed. Technical support was contacted and recommended reprogramming. Reprogramming was performed to resolve the event. The patient was stable.

Event description:
Additional information was received indicating additional episodes of post paced t wave oversensing were observed due to fusion/pseudofusion. Technical support was contacted and recommended additional reprogramming. No intervention has been performed at this time.